Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that unit had not worked since they went to trip and they wanted to remove it. Patient had felt the low level stimulation and return of symptoms at the time of trip. Patient reported the intermittent stimulation, they just be sitting in a chair and the stimulation would come on. Patient was not feeling stimulation during the call. Patient was feeling the pain at the site of implant. Patient had new doctor now and had the appointment to see doctor on (B)(6) 2017. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.